Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a white particle floating in the large volume intermate. The particulate matter was identified after the device was compounded with vancomycin, during the storage of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from november 4, 2014 ¿ november 5, 2014. The device was received for evaluation. During visual inspection a white particle measuring approximately 1.32 mm in length was observed floating in the fluid within the reservoir. Fourier transform infrared spectroscopy revealed the particle to be acrylic material. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.